Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine (30 mg/ml at 7.989 mg/day), clonidine (280 mcg/ml at 74.57 mcg/day), and bupivacaine (3.0 mg/ml at 0.7989 mg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient and family members reported signs of withdrawal over the last several months, including lack of appetite, nausea, and vomiting. The patient had falls at home over the last several months, but the cause was unknown. Per the patient, she had not had any recent MRI exams. The patient had fallen at home on (B)(6) 2018. The hcp interrogated the pump during a scheduled pump refill on (B)(6) 2018 and saw a motor stall occurred message at the time of interrogation. The hcp proceeded with the refill. The pump was interrogated on (B)(6) 2018 by a manufacturer representative. Interrogation showed motor stalls that may have exceeded tube set interval from (B)(6) 2017 and from (B)(6) 2017; a motor stall with recovery from (B)(6) 2018 at 17:54; and a motor stall with no recovery on (B)(6) 2018 at 3:04. Another hcp from the hospital's emergency room (ER) department admitted the patient for medical treatment from the fall at home and will treat withdrawal symptoms. The issue was said to not be resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
Corrected event date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a manufacturer representative. It was reported that the patient had not contacted the hcp's office. The hcp would recommend for the patient to follow up with a neurosurgeon for a pump replacement. There were no further complications reported at this time.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified corrosion on gear wheel number three and residue on the gear shaft of the motor gear train that contributed to the motor stalls. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Previous supplemental report was missing the explanted date. This has been corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that after the motor stall on (B)(6) 2018, tube set occurred on (B)(6) 2018, with recovery on (B)(6) 2018. Another motor stall, tube set, and recovery occurred from (B)(6) 2018. Another motor stall and tube set without recovery occurred on (B)(6) 2018. The device was explanted from the patient. There were no further complications reported at this time.